Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, the device became stuck with a non- boston scientific guidewire. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.

Event description:
It was reported that catheter entrapment occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified common iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced to dilate the lesion. However, the device became stuck with a non- boston scientific guidewire. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported. The patient condition was good.

Manufacturer narrative:
A mustang device, 24 atmospheres was returned for analysis. A visual examination identified that the balloon wings were tightly wrapped and had not been subjected to positive pressure. A visual examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. As per mustang product specification, a 0.035 inch guidewire is required for this device. As part of the functional testing completed, this device was passed through a 0.035 inch guidewire with no issue. A visual and tactile examination of the shaft found no issues. A visual and tactile examination identified no damage to the tip of the device.